Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a detached needle. It was also reported that the customer had blood at the site. Customer's blood glucose level was unknown.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications. No broken or missing parts were observed during analysis.